Event description:
It was reported that the lens was defective because there was injector output failure (bent lens). Through follow-up it was later indicated that it was unknown if the lens was already bent or if the lens was bent due to the injector's failure. That the lens did not come out. The cartridge was not damaged. The tip of the cartridge was in contact with the patient's eye but there was no patient injury. There were no medical or surgical interventions required. No further information provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.